Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported difficulty to irrigate the farawave catheter was experienced. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the catheter functioned appropriately. After some applications in basket and flower configuration, the flush line was blocked and it was not possible to flush with perfusor or manually. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave was analyzed. Visual inspection was performed, and no abnormalities were observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was observed in undeployed state, but not in basket and flower shape. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported difficulty to irrigate the farawave catheter was experienced. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the catheter functioned appropriately. After some applications in basket and flower configuration, the flush line was blocked and it was not possible to flush with perfusor or manually. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The device was received for analysis.